Manufacturer narrative:
Customer reported that during the fill cartridge process, she was drawing air out of the cartridge and then injecting back into the cartridge, thus creating air bubbles. Customer reviewed process with the clinical diabetes educator in health care provider's office, and issue has been resolved. Customer reported that "everything is fine". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (400-500 mg/dl). Customer stabilized bg levels using insulin pens. System check was performed with tandem technical support and the pump performed as intended. Customer reported that health care provider had changed pump setting several times for accuracy. Recommendation was made to discuss settings with health care provider.